Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r. Upn: m365sc11600. Model: sc-1160. Serial: 345012. Batch: 345012.

Event description:
It was reported that the patients leads were fractured. Additional information was received that the patient had difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg and leads were replaced. During the procedure, it was found that both of the leads had high impedances. The patient was doing well postoperatively. The explanted devices will not be returned per hospital policy.

Event description:
It was reported that the patients leads were fractured.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7038981.